Event description:
Additional information received that the surgical procedure was completed successfully.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician observed the screen to be blank throughout testing. It was determined that the single board computer (sbc) board was defective. The sbc board was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) initially observed the central control monitor (ccm) to function normally passing the boot up sequence with no issues. After about an hour of operation, the display became unsteady. The image became wobbly and vertical lines were observed on the screen. The pst tried to reboot the ccm but it would no longer power on. After several replacements of components a root cause of the boot up failure could not be identified.

Manufacturer narrative:
The field service representative (fsr) verified that the ccm display did not light up. He replaced the ccm. The unit operated to manufacturer's specifications. The suspect device will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display was flickering and would not turn on. As a result, an alternate device was employed which resulted in a 25 minute delay. There was no blood loss, nor adverse consequences to the patient.